Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Device evaluation: visual inspection was performed and loose particles/fibers in the optic body were observed consistent with handling the lens out of the sterile environment. No manufacturing defects in the lens optic zone were observed. Both lens haptics were observed in good condition and shape. As reported, lens was inserted and removed. Vitrectomy was due to patient anatomy, not caused by lens or any amo products. The complaint was not confirmed. The manufacturing production order (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. There is no associated deviation or non-conformity report related to this complaint. During manufacturing process, all devices are cleaned and inspected at 10x microscope magnification. A review of the complaints related to the production order was performed and the results revealed that no other complaints for this order number. The directions for use (dfu) was not reviewed as there was no product deficiency allegation against the lens. Based on the manufacturing record review, returned device analysis and complaint review, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Event description:
Initially, it was reported that a zcb00 intraocular lens (iol) was inserted and removed during the same procedure to do a vitrectomy due to patient anatomy. The vitrectomy was not caused by the lens or any abbott medical optics products. Additional information was received stating that lens was cut out of patient's left eye, an incision enlargement and nylon sutures were required. No further information was provided.